Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6.4 months post implant of this bioprosthetic valve, implanted in the tricuspid position, the valve was explanted and replaced with the same model valve. No adverse patient effects were reported.